Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown and treatment for the event was not reported. On an unreported date, the patient was hospitalized for the peritonitis. The patient¿s pd catheter was removed and the patient was placed on hemodialysis. On an unreported date, the patient recovered from the peritonitis. No additional information is available.